Event description:
It was reported that the patient is in a hospital in another country. The patient received shocks. The ICD and lead are scheduled for replacement. Additional information was later received reporting the lead was explanted and replaced, due to multiple shocks, secondary to lead fracture and suspected noise. The device was also explanted and replaced, due to early battery depletion, caused by the multiple shocks. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku